Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle insulinx meter were reviewed and the dhrs showed the freestyle insulinx meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test her ketone levels using the adc blood glucose meter due to the test not starting after the blood sample was applied. Customer experienced dizziness and vomiting had contact with healthcare provider who diagnosed her with diabetic ketoacidosis and treated with insulin and fluids. There was no report of death or permanent injury associated with this event.

Event description:
The customer reported being unable to test her ketone levels using the adc blood glucose meter due to the test not starting after the blood sample was applied. The customer experienced dizziness and vomiting and had contact with a healthcare provider who diagnosed her with diabetic ketoacidosis and treated with insulin and fluids. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter jams237-u2000 has been returned and investigated with retained test strips. Visual inspection has been performed on the returned meter and no issues were observed. The meter powered on with a button and with strip insertion. Meter advanced to apply sample screen with insertion of strips. Control solution testing has been performed and no issues were observed. All results were within range specification. Therefore, this complaint is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.